Event description:
The customer reported via phone call that the insulin pump alarmed weak battery. The customer stated that he tried new battery but did not work. The insulin pump will function but the battery life will be shorter than expected. It was found that the customer was not using the recommended battery type. The customer was advised that the weak battery alarm will occur prior to a failed battery test or low battery alert. The customer also reported that when he fills the tubing the insulin kept coming out. The customer stated that the buttons were unresponsive. No troubleshooting done due to keypad anomaly. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with failed battery test and weak battery alarms after battery change due to a corroded battery tube. Unable to verify the prime/fill anomaly due to the failed battery test alarms. The pump had had intermittent button response due to moisture damage on the keypad traces. The pump also had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.